Manufacturer narrative:
The t:slim pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. The t:slim pump user guide indicates that after 10 units are delivered, an actual number of units remaining in the cartridge will be displayed on the home screen. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an inaccurate fill estimate. The customer's blood glucose level was not impacted. The customer indicated that the used cartridge had been refilled and that only 7 units had been delivered since filling the cartridge. The customer declined tandem technical support's offer to troubleshoot to determine the possible cause of the inaccurate reading.